Manufacturer narrative:
Not returned to manufacturer.

Event description:
Per cnf: at the beginning of the procedure, the vascular access has been taken with a cut down. During the insertion of the introducer the patient started bleeding from the iliac artery for unknown reasons (not clear if it was due to the puncture or to the insertion of the introducer). Three covered stents have been implanted, but as the artery was still bleeding, patient has been sent to the vascular operating room for a bypass. At the end the patient was stable with no consequences.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot number 342833 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. No significant trend has been identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is; 'anticipated procedural complication'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. 'Vessel dissection', 'haemorrhage' and 'injury to the vascular introduction site' are documented as potential adverse effects within the lotus dfu 139816-01 and are anticipated procedural complications due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the risk documentation and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time there is no indication of a potential processing, design or use failure associated with this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Per cnf: at the beginning of the procedure, the vascular access has been taken with a cut down. During the insertion of the introducer the patient started bleeding from the iliac artery for unknown reasons (not clear if it was due to the puncture or to the insertion of the introducer). Three covered stents have been implanted, but as the artery was still bleeding, patient has been sent to the vascular operating room for a bypass. At the end the patient was stable with no consequences.

Manufacturer narrative:
Complaint could not be confirmed as the device was not returned to the manufacturing site therefore a technical analysis could not be completed. A review of the manufacturing documentation for lot #342833 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint trend review was completed by (B)(4) for this complaint. This review concluded that one further complaint was opened where lot 342833 was detailed and where a similar 'as reported' event was reported. Vessel dissection is reported for complaint lot-pc16-043 ((B)(4)). It is not known if a dissection occurred for this complaint ((B)(4)) however arterial bleeding is reported which may be as a result of a dissection. Vessel dissection is an anticipated procedural complications and is due to a known physiological effect of the procedure as noted within the instructions for use. Vessel dissection is a common 'as reported' classification. For complaint lot-pc16-043 ((B)(4)), the event description details that; 'where the dissection occurred they did subsequently find a pre-existing aortic aneurysm'. The complaint also states that 'the patient had such overweight that in the ap view the physician could not view the sapphire wire and the introducer and lotus edge valve at the same time'. Based on the above review no trend has been identified. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is; 'anticipated procedural complication'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. 'Vessel dissection', 'haemorrhage' and 'injury to the vascular introduction site' are documented as potential adverse effects within the lotus dfu 139816-01 and are anticipated procedural complications due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the risk documentation and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time there is no indication of a potential processing, design or use failure associated with this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Per cnf: at the beginning of the procedure, the vascular access has been taken with a cut down. During the insertion of the introducer the patient started bleeding from the iliac artery for unknown reasons (not clear if it was due to the puncture or to the insertion of the introducer). 3 covered stents have been implanted, but as the artery was still bleeding, patient has been sent to the vascular operating room for a bypass. At the end the patient was stable with no consequences.